Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 376, 249, 200 mg/dl (first set) and 359, 249 mg/dl (second set). Tests were done within 10 minutes with a difference of 38% (first set) and 32% (second set). Patient did not experience any adverse events. No further information has been reported. Note: customer was using uni-checkstrips, not ot strips.